Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted the returned image contained a view of a handle displaying the power handle error screen. No abnormalities were noted during functional testing. The handle had 234 of 300 procedures remaining. A review of the system logs showed the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.7 software at the time of the fpga reset/reprogram failures. It was reported that there was signia power handle error (red wcircle with a line). The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when the device was attempted to operate from sleep mode, there was a power handle error (red circle with a diagonal line) appeared on the screen. Another handle was used to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the incident found that the analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.